Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported pain, discomfort and migration are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced discomfort due to the position of the pump. Additionally, the patient felt unable to fully deflate the device because of the pain. A surgical procedure was performed, during which the ms pump was removed and replaced with a tenacio pump. The original cylinders and reservoir remained in place. No additional patient complications were reported.